Manufacturer narrative:
(B)(4). Additional information requested and received: on which firing did issue occur? First firing. What is the product code of cartridge used when issue occurred? Ecr60d. What color cartridges were used throughout procedure and where used? Gold just above the insersusa. Does the surgeon wait 15 seconds after closing device before firing? Two minutes. What was the patients gender and bmi? Gender = male bmi = 41. What is the current patient status? The patient has been discharged the analysis found that one long60a device was returned in good visual condition and with an ecr60d reload present. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Intra-operative photo was received. Photo provided was reviewed and a revised detail of the photo showed a gold cartridge, only the right side of the cartridge was fired, the left side can be appreciated with unformed staples protruding. In addition the tissue on the bottom shows a cut line and a staple line on the right side, on the left side no staples can be appreciated. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause.

Event description:
It was reported that during a gastric sleeve procedure, device in question misfired. One side of the staples closed whereas the other side didn't close and remained open. The doctor had to perform a laparotomy in order to gain more tissue to suture in order to close it. Procedure time was extended. There were no adverse consequences for the patient.